Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A company representative reported vacuum one too low. Additional information has been requested.

Manufacturer narrative:
A root cause could not be determined conclusively. Most possible root cause could be a faulty vacuum connector. The manufacturer internal reference number is: (B)(4).